Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogation of the pacemaker, the device was found in backup operation. Normal device operation was successfully restored. The patient was stable throughout.